Event description:
On three separate occasions (4/6,4/7, and 4/9) there was leaking of two of the catheters at the connection to the hub and a third catheter broke off at the hub. The catheters had to be removed and new catheters reinserted.